Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was disconnected mode and after a reboot all hardware was failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that device was in disconnected mode and hardware had failed. A field service engineer (fse) confirmed that a non-bd third-party contractor identified the issue as a network cable being plugged into the wrong port at the hospital end. Once the cable was connected to the correct port, the station resumed communication and functioned properly. The system functioned as intended after the customer resolved the issue.